Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the pump emitted a cs 128-fxxx call service alarm related to battery life three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #2 submitted 09/10/2014: the device was returned to animas and evaluated by product analysis on (B)(4) 2014 with the following results: replace battery alarms occurred during testing. Pump electrical current draws were tested and were within specifications. Pump opened and moisture damage found on printed circuit board. Multiple replace battery alarms observed in pump histories. Voltage was not low at time of the alarms.

Manufacturer narrative:
(B)(6).